Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was high superior vena cava (svc) coil impedance. Save-to-disk (s2d) showed there was a jump in high voltage lead impedance and a corresponding lead warning. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, and analysis of the device memory indicated oversensing associated with the right ventricular lead. On (B)(4) 2015, svc coil impedance spiked to 254 ohms up from a trend in the 50-70 ohm range. 14 nst episodes with v-v intervals less than 220 ms on (B)(4) 2015 917 ventricular-sic since last session 1.3 days ago. (B)(4).

Event description:
It was also reported there was a patient alert for out of tolerance subthreshold lead impedance and lead failure predictor. Save-to-disk (s2d) indicated there was high sensing integrity counter (sic), high number of non-sustained ventricular tachycardia (vt), high svc lead impedance and increased and high rv pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. On (B)(6) 2015, superior vena cava (svc) coil impedance spiked to 254 ohms up from a trend in the 50-70 ohm range.